Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that after flying to (B)(6), the patient suddenly started acting peculiar and sick; the patient did not walk through any security gates. It was also stated that the patient's "chin was jumping which is something that it only did when he had the implant off". The patient's right arm was also shaking very badly, his speech worsened, and he could hardly walk. The patient went to the hospital and the patient's vitals were taken and a CT scan was performed and it was stated everything looked normal; the implantable neurostimulator (ins) could not be interrogated at this time as the patient programmer was not brought to the hosptial. Once the patient returned to the place they were staying, it was confirmed that the implantable neurostimulator (ins) was fully charged, but stimulation was off. The consumer did not recognize that stimulation was off as the patient programmer was in icon mode. The stimulation was then turned back on with out issues and the patient was redirected to the health care provider (hcp).

Event description:
Follow up information received from the wife of the patient reported that the return of symptoms has been resolved. It was stated that the manufacturer representative (rep) checked everything and restarted the batteries. The patient was "so relieved." The patient's problem was caused by their traveling, and when the patient's issues arose no rep was available so they talked to the hcp and brought the patient to the hospital where they could not help. The spouse of the patient was afraid that the patient may have died and was very scared. However, they were very thankful for all of the assistance they received. Additional information received from the patient on (B)(6) again confirmed that all is okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient felt sleepy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.